Manufacturer narrative:
This report is submitted on december 02, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth and an infection at the abutment site. There are plans to convert the patient to a subcutaneous osia implant system, however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.